Manufacturer narrative:
Pump was received with unable to prime at 4.0 lbs due to loose/protruded drive support disk. Unable to perform displacement test or occlusion test and reservoir unable to lock into place due to completely broken reservoir tube lip and missing reservoir tube o-ring.

Event description:
Customer reported via phone call that insulin pump had defective piston. The customer¿s blood glucose level was 126 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.